Event description:
Per clinical staff, integra duraflex patch was used during surgery. However, patched failed causing the patient to return to operating room two additional times. Integra representative aware of failures and failed to notify surgeons or [redacted]. First device ID #(B)(4), ref# bp10608.

Event description:
Patient underwent initial dural graft implantation using an integra duraflex suturable dural graft, model/catalog number bp10608 (6x8cm), lot number nza21430152, expiration date 1/31/2028. Fifty-nine days post-implant, the patient required a revision surgery due to a cerebrospinal fluid leak and pseudomeningocele caused by ruptured suture patch. During this first revision, the surgeon implanted a second integra duraflex suturable dural graft, model/catalog number bp10405 (4x5cm), lot number nza24360003, expiration date 4/30/2030. Fifteen days after the second patch implantation, the patient returned to the operating room for a second revision surgery. Intraoperatively, the previously implanted patch was found to be translucent and very thin, with a defect through which cerebrospinal fluid was actively leaking. The patch was removed in its entirety and replaced with a different product by the treating provider. Integra representative aware of failures and failed to notify surgeons or honorhealth.

Event description:
Patient underwent initial dural graft implantation using an integra duraflex suturable dural graft, model/catalog number bp10608 (6x8cm), lot number nza21430152, expiration date 1/31/2028. Fifty-nine days post-implant, the patient required a revision surgery due to a cerebrospinal fluid leak and pseudomeningocele caused by ruptured suture patch. During this first revision, the surgeon implanted a second integra duraflex suturable dural graft, model/catalog number bp10405 (4x5cm), lot number nza24360003, expiration date 4/30/2030. Fifteen days after the second patch implantation, the patient returned to the operating room for a second revision surgery. Intraoperatively, the previously implanted patch was found to be translucent and very thin, with a defect through which cerebrospinal fluid was actively leaking. The patch was removed in its entirety and replaced with a different product by the treating provider. Integra representative aware of failures and failed to notify surgeons or the medical center.